Manufacturer narrative:
(B)(4). Evaluation summary: an analysis of the returned device did not confirm the reported suture break. The analysis determined the device performed according to specification. The device presented both plunger/needles engaged with their respective cuff, joined by the link. Approximately 24mm of suture was attached to the posterior needle tip. The suture end was cut clean. The remainder of the suture material was not returned. There was no detected damage to any returned component. Lab testing was conducted to verify proper needle deployment parameters. The test was successful with all pertinent parameters met. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no relevant non-conformances that would have contributed to the reported event. Based on the available information reviewed, there is no evidence to suggest that a product deficiency is suspected.

Event description:
It was reported that arteriotomy closure of a common femoral artery was attempted using a proglide device after a transcatheter aortic valve implantation procedure. Reportedly, the plunger was removed and the sutures were found broken. Another proglide was attempted with the same result. A non-abbott device was used to achieve hemostasis. There was no adverse patient sequela. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other proglide is being filed under a separate medwatch MFR number.